Event description:
It was reported to boston scientific corporation that an interject injection therapy needle catheter was used during a colonoscopy procedure performed on (B)(6), 2009 (pt over 18 years old). According to the complainant, it was noted that contrast media did not flow smoothly through the needle during preparation of the device. However, a decision was made to use the needle. During the procedure, the contrast media would not flow out of the needle at all. It appeared to be blocked. The needle also would not advance forward out of the sheath. The needle was removed and no damage was noted to the device. The procedure was completed with another interject injection therapy needle catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual eval found that the inner hub appeared bent in relation to the outer hub. A functional evaluation found that the needle could be extended and retracted without issue in a figure 8 test. A second functional evaluation using a 10ml syringe found that the injection rate of the device was slow and not consistent. The inner diameter of the needle was measured and found to be 0.012 inches, which is within manufacturing specification. The inner hub and extrusion were removed from the outer hub and extrusion. The inner extrusion was cut distal to the stiffening cannula which is inside the distal end of the inner hub. The syringe was used to inject water through the distal remnant of the inner assembly and flow was found to be normal. Another eval was performed by attempting to inject water through the proximal remnant of the inner assembly and no flow could be found with remnant. The hub of the inner assembly was blocked and occluded. The condition of the returned unit was consistent with the complaint incident that the device was blocked and occluded. The most probable root cause is operational context, due to excessive residue found throughout the working length of the device which most likely became blocked and occluded due to build up of contrast residue inside the inner hub. The device history record for the reported lot number was reviewed and no anomalies were noted. A lot history was performed and revealed no other complaints against the reported lot number. (B)(4).